Event description:
On (B)(6) 2012, this pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, f/u imaging identified a distal type I endoleak originating from the left common iliac artery (lcia). It was also reported there was slight aneurysm enlargement (amount unk) of the lcia. On (B)(6) 2012, an intervention was performed to treat the distal type I endoleak. It was reported the trunk-ipsilateral leg component did not seal completely in the lcia, so a contralateral leg component was implanted for distal extension. Final angiography showed good seal of the device with no endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - the root cause of the distal type I endoleak is unk.